Event description:
It was reported that during a ptca procedure, the balloon ruptured and became entrapped in a previously placed stent. Pt went to surgery for removal and bypass. Pt status is unk at the time this report.